Event description:
Pt on ECMO. Readying pt for transport to CT and the flow and rmp's display on screen on console went blank. Other led's on screen were still lot. This happened two minutes after centrimag was unplugged from wall. Pt became hypotensive requiring pressors. No flow being delivered for approx 30-40 secs. Switched to back-up pump and flows resumed. Pt stabilized.